Event description:
It was reported by surgeon via sales that an edwards aortic valve model 2800 25mm was explanted at implant and replaced with a model 3000-23mm valve. Report indicates that the surgeon implanted a 25 mm 2800 series aortic valve without difficulty. Prior to closing the aorta, he noted that the leaflet looked malaligned but thought that under systemic blood pressure the leaflet would coapt appropriately. Post procedural echo showed a large intrinsic valve leak even though the valve was well seated. Went back on bypass, rearrested the heart and examined the valve. Found that the valve leaflet in the position of the non coronary cusp was folded back toward the ventricle even as the valve was now under no pressure. The valve was explanted intact and a 23 magna valve was implanted to minimize any possibility of stent displacement during aortic closure. Surgeon notes that there was no difficulty in accommodating the larger valve during the initial implant. The patient did very well.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device was returned to edwards, however, evaluation has not yet been completed. Furthermore, additional follow up with the reporting surgeon is ongoing to obtain some additional details (echo imaging, etc.). Edwards device evaluation and root cause analysis will be reported once completed.

Manufacturer narrative:
Method = x-ray. A short echocardiography clip was provided by the surgeon; an evaluation of the echocardiography recording performed by an independent expert determined the following: "assessment of the aortic bioprosthesis is very limited, with no visualization of the aortic bioprosthesis leaflets. Significant (at least moderate) aortic regurgitation appears to be present. However, the jet origin is not demonstrated. There are features that are suggestive of central valvular aortic regurgitation (e.g. A relatively central jet noted in the transgastric image), but other features suggest paraprosthetic regurgitation (e.g. The apparent posterior proximal flow convergence zone in the long-axis image). In summary, the submitted images are not sufficient to reliably distinguish central, paraprosthetic, or mixed aortic regurgitation." Device evaluation summary: the explanted device was returned and evaluated; as-received, commissure 1 and commissure 3 were displaced from their normal positions towards the center of coaptation, and towards commissure 2. This amount of commissure misalignment would not pass inspection at edwards. The valve was then tested edwards¿ standardized in vitro testing showed that the unsealed, as-received valve had a 6.3 % total regurgitant fraction (trf), which decreased to 4.3 % after sealing; demonstrating that the competence of the valve is acceptable per established standards. However, the displacement of commissures 1 and 3 creates a slightly oval fully open valve; and leads to a moderate degree of uneven, spiral coaptation during closure. Moreover, leaflet 2 is lower than leaflet 1 and leaflet 3 in the fully closed position, resulting in a small (less than approximately 1 mm) leakage path at the center of coaptation. Conclusions: the commissure displacement on the received valve appears largely responsible for the suboptimal leaflet coaptation reported in vivo and observed at edwards after the valve¿s return. It is likely that the observed distortions were caused by the surgical staff during handling of the valve, as it would not pass edwards manufacturing inspections. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.